Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion fail during testing. Occludes at 2.3psi (pounds per square inch)" was not reproduced. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor out of specification. The force sensor requires to calibrate to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion testing occludes 2.3 psi (pounds per square inch) during testing in the biomedical service department. There was no patient involvement. No additional information is available.